Manufacturer narrative:
A bci field service engineer (fse) found a defective peri pump and replaced the part. The fse verified the system and it performed to the specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 600i synchron access clinical system. No injury was reported, and there was no effect to patient or user.